Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer underwent visual and functional testing. The programmer was powered on to check for error reports or boot-up issues. Analysis found that there was an issue with a portion of the internal circuitry related to the programmer screen and there was evidence of overheating and burnt parts. The component was then replaced, and the programmer then passed throughout all tests.

Event description:
Boston scientific received information that the programmer had boot-up failure. This programmer was returned for analysis. No adverse patient effects were reported.